Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked. This occurred during priming. The customer stated that it looked like there were "pinched areas either at the base of the tube (where fluid comes down) and/or the line was not inserted correctly into the tube." No patient involved. No additional information is available.